Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis and died coincident to peritoneal dialysis (pd) therapy. Cause of death was peritonitis, other unspecified complications, and pneumonia. Prior to death, the patient was hospitalized for an unreported indication. The patient died in the hospital. Treatment was not reported. It was not reported if pd therapy was ongoing at the time of death. It was not reported if an autopsy was performed. Additional information was requested, but is not available. This is report 2 of 3 for this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot number gd894402 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information is obtained, then a follow-up report will be submitted. (B)(4).